Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, 90% stenosed, mildly tortuous, de novo, mid right coronary artery (rca) a 3.0 x 12 mm semi-compliant balloon dilatation catheter (bdc) was used for pre-dilatation and the 4.0 x 23 mm xience prime stent was deployed. Soon after deployment a proximal edge dissection was noted and a 4.0 x 15 mm and 4.0 x 18 mm xience prime stents were placed as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.